Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the adverse event resulted in a prolongation of existing hospitalization. There was a permanet impairment of a body structure or a body function including chronic diseases. The outcome is not resolved. No treatment or actions taken.

Manufacturer narrative:
Continuation of d10: product ID sfr4-4-40-10 (b685894); product type: ; implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that imaging the day after a patient was treated with a react 68 catheter and solitaire showed re-occlusion of the m1 segment of the left middle cerebral artery due to underlying segment stenosis. This was not the result of a device deficiency, and was not a new or recurrent stroke. It was stated there was no clinical clinical aggravation from the event and no additional treatment/actions were taken. The patient's mrs score was 0 and their nihss score was 22. However, the event was contradictorily checked "yes" for disability and hospitalization. The event status was noted as not recovered/not resolved. The site assessed the event as caused by an underlying condition and not related to the disease under study, the procedure, or the devices. The sponsor assessed the event as possibly related to the procedure and solitaire and react devices. The patient's pre-procedure mtici score was 0, and post-procedure it was 3.

Event description:
Additional information received reported medication (aspirin, clopidogrel) added. The event resolved on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 update with additional information received. H6 coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported clarification that the adverse event was considered a new or recurrent stroke.